Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient was taken to the hospital with hyperglycemia. The patient's blood glucose levels rose to 31.9 mmol/l (574.2 mg/dl) while wearing the pod. The lg reported the cannula did not properly insert in the infusion site and the cannula appeared bent. The diabetes advisor had the patient apply a new pod and then shortly after remove the pod to revert back to insulin pens. Another pod was then applied.